Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for the clip detachment requiring medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. After deployment, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The gripper line was then removed, but the clip detached from the anterior leaflet and was free floating in the left ventricle (lv). The clip then floated back into the left atrium (la) through the mr jet and became fixed at the top of the heart. Special tongs were used to retrieve the clip from the anatomy; however, this caused a clinically significant delay in the procedure. No further clips were attempted and the procedure was discontinued. The patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported single leaflet device attachment (slda) and subsequent complete clip detachment appears to be due to the patient morphology/pathology. The reported patient effect of embolism was due to the complete clip detachment. The reported patient effect of embolism is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.